Manufacturer narrative:
Concomitant medical products: juvéderm volite. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected in cheek (ck1,2,4) and nasolabial folds (nl1) with 2ml juvéderm® voluma¿ with lidocaine, 1ml juvéderm® volift¿ with lidocaine, and 1ml juvéderm® volite. Patient was pre-treated with prilox and post-treated with fusibet. At the time of injections, patient's right side of face bled excessively at injection sites. Five days later, patient reported growing red bumps on right side medial and lateral cheek. Eight days later, red bumps grew and patient developed fever and chills. Patient was treated with cap sotret 20 mg, tab azifast 500 mg 1od, tbact cream 2 times, tab crocin 1tab bd, arlier tab doxycycline 100 mg 1 od, fucidin to apply, tab tranexa 250 1od. Symptoms have not been resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03233 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volift¿ with lidocaine.